Manufacturer narrative:
Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.0 diopter, in the patient's eye. The lens was explanted due to incorrect size. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Patients correct initials (B)(6). Age (B)(6). Date of birth is (B)(6). Sex: female. Device evaluation: visual inspection of the returned product found scratches on one haptic. (B)(4).